Manufacturer narrative:
Other relevant device(s) are: product ID: 9736119r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was "no input detected" on the monitor of the navigation system. It was noted that the issue was observed after using the navigation system for a procedure earlier in the day. Rebooting the navigation system did not restore functionality. There was no patient present when this issue was identified. Additionally, a previous occurrence during the day was noted when loading exams and rebooting restored functionality during the separate occurrence. It was noted that the issue occurred after pressing exit on the navigation system.